Event description:
The customer reported a pixel issue on the pump display, which affected their ability to interact with the pump or read the screen. However, there was no adverse impact on the customer's blood glucose level. To resolve the issue, customer technical support (cts) arranged to send a replacement pump with updated software and provided instructions for the customer, who understood and acknowledged. The replacement process included using multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.